Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 65 mg/dl at the time of the incident. Customer reported that they was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump was not stored or not in used for an extended period of time. Customer stated the insulin pump alarm occurred after inserting a new battery. The customer reported that they received motor error. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer was unable to clear the alarm. Customer was able to complete rewound the insulin pump. Customer performed displacement test and test was passed. Customer reported that displacement test and manual prime were successful and motor alarm did not recur. The insulin pump will not be returned for analysis.